Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited low pacing impedance. Device check was done and confirmed that the lv lead impedance returned to the baseline impedance measurements. No changes or interventions were made; the lv lead will continue to be monitored remotely. There were no patient consequences.